Event description:
Caller reported that pump screen was dark and would not turn on. Customer's blood glucose level exceeded 500 mg/dl, indicated as "high," but the specific value was unknown. Customer addressed high blood glucose level by administering a correction bolus using the pump and did not require third-party assistance. Technical support instructed the caller to ensure the pump was not connected to a power source and to press the pump button firmly. Following these instructions, the display turned on, and the caller confirmed that the pump was functioning correctly.